Event description:
Vns patient was hospitalized for one week due to a cluster of grand mal seizures. The pt's family member reported that six months post-implant, the only change noted in the pt's seizure control was a decrease in seizure intensity. Use of the magnet did help with the pt's petit mal seizures, but not with their grand mal seizures. Treating neurologist indicated that the pt has experienced improved seizure control with the vns therapy in conjunction with trileptal, tegretol and topamax. The pt's trileptal dosage has been increased along with device normal mode output current.